Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, and since leakage from channel and trace of water invasion of the subject device were confirmed, it was likely that image sensor/ electronic components such as circuit board inside scope connector corroded/broke and the suggested event occurred. As a cause of leakage from the channel, it is likely that the channel was damaged by handling/forcible passage of endo therapy accessories but could not determined. However, a definitive root cause could not be identified. The following information is stated in the instructions for use (IFU): ¿important information please read before use. ¦ warnings and cautions: caution. Turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warning and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system. ¦inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that there was a leak on the instrument channel and the distal end plastic had chip with sharp edges. The bending section rubber glue was cracked and there was a rainbow image which flickered after the device was aerated. The charge coupled device unit shrink tube was cut and the control body and light guide mount had fluid. The scope connector was wet and had corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus that the evis exera iii bronchovideoscope had an e315 non-compatible scope error. The issue was found during preparation for use. There was no patient harm or user injury reported.